Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test; however, unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit received with broken reservoir tube lip. Unit received with stripped battery cap threads. Unit received missing o-ring from battery cap. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported battery compartment was broken, and battery could not stay in compartment as battery cap could not lock. Customer reported that battery compartment o-ring was missing. Customer reported that insulin pump was dropped. Customer's blood glucose was 375 mg/dl. Customer was advised that insulin pump would need to be replaced.